Manufacturer narrative:
The referenced report of previous driveline repair performed on (B)(6) 2015 is covered under medwatch MFR# 2916596-2015-01833. Device evaluation the evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported pump stoppages. Approximately 16 inches of the external portion of the driveline was returned for evaluation. A previous driveline replacement site performed on 09/15/2015 was present on the proximal end of the driveline at approximately 9.5-13.5 inches from the metal connector. No trauma was observed to either the replacement site or the outer silicone sleeve. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, moderate breakdown of the metal braided shield was noted on both sides of the replacement site, which appeared consistent with the duration of use. Visual inspection of the underlying wires beneath the replacement site revealed a breach in the yellow wire insulation exposing the inner metal conductors at approximately 10.5 inches from the metal connector, or adjacent to the distal end of the copper tube. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the copper wrap/braided shield in this area. Microscopic inspection and high potential testing of the remainder of the returned driveline segment revealed no other areas of compromised wire insulation. If the exposed conductors of the compromised yellow wire made contact with the copper wrap or braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed/pump stoppage events captured in the submitted system controller log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppage events occurred. Log file analysis by the manufacturer's technical services representative confirmed the pump stoppage event. The patient was reported to be asymptomatic. On (B)(6) 2016, a distal end percutaneous lead (driveline) replacement was performed. After the replacement the patient was placed back on a normal patient cable and no additional alarms have been reported.